Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from USA, stating that the device does not function. It is known that the event occurred during surgery. It is known that there was no patient or user injury. The date of the event is unknown. No additional information available.